Event description:
It was reported by service report that the brakes are difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the brakes are difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - supplemental submitted as further investigation determined that this stretcher was not repairable. The issue was resolved for the customer by scrapping the unit.